Event description:
Customer reported the table will not move laterally. No patient injury was reported.

Manufacturer narrative:
Call cancelled. Customer reported system is working fine and will call if service is needed.